Event description:
Procedure: vats. Reportedly, the stapler fired and cut but would not open. The surgeon then used a larger staple reload distal to the locked reload and the reload fired and cut but the staples did not form properly. This left an opening of the lung. The opening was then sutured closed. There was no reported pt injury.